Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported there were 7 physician recharge mode (prm) sessions and the implantable neurostimulator (ins) still did not emerge from overdischarge. There was poor coupling and a burning sensation at the pocket site. The representative believed the burning sensation started 'last week', but retracted that statement and noted she was not sure. The burning occurred with the ins on/off. The patient would get all 8 boxes and then only get 2 boxes (the patient expressed that it was sporadic). Due to issues recharging and bulk at ins pocket site, they were discussing removal of the pocket adaptor. They had not been able to bring ins out of overdischarge state and perform normal recharging. They were discussing options for ins replacement. The pocket adaptor was bulky and caused discomfort for the patient and they would like to connect current extensions, without pocket adaptor, to a new ins. The patient was undecided whether to remove or replace the ins. The patient outcome was not provided. The indication for therapy was spinal pain. If additional information becomes available, a follow up report will be sent.